Manufacturer narrative:
Correction: d9, h3.

Event description:
It was reported the patient presented in the hospital for an explant procedure of there pacemaker. It was alleged the device had premature battery depletion. Upon analysis, the device had normal battery depltion.

Manufacturer narrative:
The device was received operating at eri level. Analysis of device image indicates rate responsive feature was enabled was enabled. When automatic settings are programmed, such as rate responsive pacing, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics and no anomaly, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds projected longevity based on field settings indicating normal battery depletion.